Manufacturer narrative:
A device history review was conducted for lot number 8107028. Our records show the reported lot was manufactured in april of 2018. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be within product specifications. However, depending on pressure variance in the auto line's swage pressure it is possible of the machine to become misaligned allowing for the resulting crack to form in the device. The root cause is not confirmed.

Event description:
It was reported that a bd luer-lok syringe bulk sterile pharmacy convenience tray had leakage at the catheter junction during exhausting. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had leakage at the catheter junction during exhausting. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage at the catheter junction during exhausting. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The corrections are as follows: medical device brand name: bd intima-ii closed IV catheter system. Medical device type: foz. Common device name: intravascular catheter. Unique identifier (UDI) #: (B)(4). Additional PMA/510(k)#: k143610. It was reported that a bd intima-ii closed IV catheter system had leakage at the catheter junction during exhausting. There was no report of exposure, serious injury, or medical intervention.